Manufacturer narrative:
.

Event description:
It was reported to the manufacturer by the end user, per the end user the patient fell out of bed. The patient was transported to the hospital for evaluation and sustained a sprained left thumb and left knee. Complaint#(B)(4) were entered into our system to have the mattress returned to joerns for investigation. As of this writing, the mattress has not been returned.